Event description:
Customer reported unexpected negative reactions with crrid, lot id096 when testing a patient sample containing anti-jka on the echo.

Manufacturer narrative:
Residual volume, washer dispense accuracy, and probe accuracy results were within range. Camera images appeared optimal. Instrument images were retrieved;cells #1, 3, 6, 9 and 12 on capture-r ready-ID, lot 096 are homozygous jka cells, but resulted as negative. Cell #10 is a heterozygous jka cell that resulted negative also. The reactions visually looked positive(1+). The product had expired prior to receiving the complaint; therefore, no additional serological testing was performed. The presence of the jka antigen on crrid, lot id096, was verified through lot release records. The customer did not return product or sample for investigation.